Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 60% to 5% while connected to a power source. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was 221 (mg/dl). Reportedly, the pump was able to be charged with different charging supplies.